Event description:
During the procedure with the patient on the table, the generator did not reach temperature and the case was cancelled. There were no consequences to the patient as a result of the cancellation and the patient will be rescheduled. The generator has already been exchanged.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was returned for analysis. Ac power was applied to the rf generator and the system was powered on successfully; no anomalies were noted. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event remains unknown as no abnormalities were identified; the returned product operated as expected.